Event description:
It was reported that the right ventricular lead exhibited loss of capture. A chest xray confirmed that the lead had dislodged. The lead was repositioned successfully in the right ventricle. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.